Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The field service engineer (fse) went to the facility to inspect and evaluate the device. The customer`s complaint was confirmed about the error code b30. After some troubleshooting, it was discovered that one of their scopes, scope #2, was damaged and needed to be sent in for repair. After identifying the damaged connection on scope #2 and instructing the customer on the proper reset procedure for the system, the b30 error (communication error) on all scopes was resolved. Scope #2 will be sent in for repair to prevent future issues. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code b30 (communication error) occurred due to scope failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and received an b30 scope communication error code on all their scopes. The issue occurred during an unknown event. There were no reports of patient harm.